Event description:
Pt was revised to address loosening of the femoral and tibial components accompanied by poly wear and osteolysis.

Manufacturer narrative:
Evaluation was not possible as the products were not returned. The tibial insert and femoral component product info required to search the complaint database was not provided. The investigation could not verify or draw any conclusions about the repored event based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.